Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a system error 2367 (air in set/line) on the homechoice machine, (details not provided). The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.